Event description:
On (B)(6) 2011, patient reported, the rubber around the up button on the infusion device is falling off. Patient stated it is requiring that he press the up button twice to get it to respond. Patient reported, the up button is erratic in responding because the rubber of the button has fallen off. Patient stated, the issue is exposing the metal of the button and the button itself is loose and wiggles around. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.